Event description:
Daughter injured from burns caused by defective bedwetting alarm. Alarm was hot when we found out. Batteries leaked out from back and underside of the alarm. Child freighted and in pain from burns. Alarm is unusable from heat and battery leak. Operated as per instructions. Defective device.